Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not completed for this complaint since the lot provided was 'unknown.' To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging blister. A visual inspection was performed and embedded degraded resin was seen at the bottom of the syringe barrel. No other defect or imperfection was observed. Two photos were provided and show the sample received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: "foreign matter in syringe ll(20ml)."